Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that after she had the miscarriage she is having this stabbing pain in her tailbone. It's like cramping but stabbing. On right side it is twinging like it does when the stim is on but it is not on. Patient also said she did fall once or twice during her pregnancy while walking her big dogs, but she said she fell forward not on her back. Patient is having an x-ray done tomorrow to see if anything has moved. No further complications were reported or anticipated.